Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain 2, while the hp was connected. The technical service representative (tsr) reviewed the hp's set up and discovered that one of the supply bags was not connected properly. The tsr assisted the hp with clearing the alarm so that the hp could remove the cassette. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.